Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of a cuff inflation/deflation issue. Customer indicated the patient had 'risk of re-intubation and damage of vocal cords'. Medtronic is requesting additional information regarding the circumstances of the event.